Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was deployed in the laa. Release criteria was checked and after being met the device was released from the core wire. Following the release of the device the patient was checked for an effusion. At this time it was noted that the patient had a pericardial effusion. The physician performed a pericardial tap to drain fluid from the patient. Around 500cc of fluid was removed from the patient and the effusion resolved. The patient did well and fully recovered from these events. The patient was discharged as planned the next day.